Manufacturer narrative:
(B)(4). Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform functional testing including the operating currents and self test or verify unexpected battery power loss anomaly and low battery alert due to blank display. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer reported that the insulin pump alerted low battery prior to replace battery alarm. Customer mentioned that the battery cap was neither loose or damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.